Event description:
It was reported by the account that during an unknown procedure the scrub tech opened the package and removed the cartridge because the retaining pin did not align with the cartridge. As the cartridge was being placed back on the device the staples protruded and stuck the scrub tech in one finger. The patient had (B)(6) and there was blood on the scrub techs gloves when the staples went into his finger. The scrub picked the staples out of his finger and reported to employee health. At employee health they scrubbed the scrub techs finger, placed antibiotic cream and a band aid. Blood was drawn on the scrub tech and the patient to keep on file. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. There were no staples protruding. The reload was received fully loaded with staples and was not properly loaded on the device as the pin arm was not engaged with the retaining pin, and the reload was outside the guides, not allowing the device to function as intended. These facts indicate that the cartridge was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties and the retainer pin function as indented. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.